Event description:
Pt underwent a diagnostic angiogram in 2003, followed by an angio-seal deployment. The pt had a slight pain after discharge, however, the pain worsened and they presented to the hospital one week later and was diagnosed with symptoms of ischemia. A CT scan revealed a dense material (thought to be the angio-seal collagen) causing a 90% occlusion in the artery. The pt underwent surgery sometime during the week, where the angio-seal device was removed and a vascular patch was placed. The surgeon was unable to determine whether both the anchor and collagen were intravascular or just the anchor. The surgeon noted the pt had an inflamed, possibly infected, lymph node near the site that may have impinged on the artery and contributed to the occlusion. The pt was reportedly doing fine.